Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 10, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Fluid management system this is the second complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) review shows the order was built and released per specification. The returned sample was visually inspected and it was found that the drip chamber had been cut off by the customer. A drip chamber from lab stock was used to complete the testing of the cassette. The sample was functionally tested and passed testing, no system message code was received during testing. The customer should be reminded to return the complete sample so testing could be completed with the product used during the reported issue. For this complaint, is not possible to determine the point at which the fluid management system (fms) priming sequence failed, as the customer did not note the system advisory code. The root cause of the customer's complaint could not be established. The returned sample met specifications. The customer should be reminded to return all products intact so complete testing could be performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a system message was displayed requesting cassette exchange and the system lost power during a surgical procedure. The cassette and the handpiece were exchange but it did not solve the issue. The surgeon was able to complete the procedure.